Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of video input/output malfunction could not be reproduced. Unit received a system error during boot up but still loaded and passed functional testing during 2 hour burn-in. The unit captured 12 pics and 2 video clips and then successfully downloaded them to a blank dvd. All video inputs and outputs performed as expected. Unit was tested in both pal and ntsc formats and both analog and digital video outputs. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that the video was not working. No patient injury was reported.